Event description:
It was reported that the patient underwent a four level posterior spinal fusion. It was reported that the tip of the driver broke off during removal of the set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): the tip of the driver is twisted from what appears to be overload. The tip of the driver has sheared off inside the screw. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. The above findings are consistent with torsional overload.